Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Common causes of broken distal instrument grip cables and conductor wires, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to move the jaws of the fenestrated bipolar forceps instrument properly. The movements of the instrument were scale-appropriate but diminished and not in the intended direction. There were no delays/lag during movements. No frictions or any collisions during the procedure. When the operation room team uninstalled the instrument from the arm, the first assistant observed and noticed that the cords were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the movement was in the opposite direction than commanded by the surgeon. The instrument also did not have a smooth or continuous movement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.